Manufacturer narrative:
(B)(4). Note: the event was initially reported as a device malfunction, but further investigation determined that the reported issue "same problem" referred to a patient/therapy issue and no malfunction occurred.

Event description:
It was reported that unknown patients ("some buddies" of the reporter) were having "the same problem- they can't get a doctor to fulfill their needs." There was no information about what drugs were being infused by the pumps. No interventions or outcomes were reported. Follow-up was conducted to obtain this information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).